Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2004 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was reported that the pt "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgery and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.